Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn4197 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after removing the previous catheter, and placing a new catheter, it was noted the same issue: the valve does not retain blood when the tap is removed. Catheter was removed from the patient, injuries are not reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter bleed back/leak was confirmed but the exact cause could not be determined. One 5 fr powerpicc solo catheter was returned for investigation. A hand written note with product information ref: 6295335 and lot: redn4197. Blood was visible within both extension legs. The lumens were flushed with water using a 12 ml syringe. The purple lumen patent to infusion and the red lumen was fully occluded. An attempt to expose the valve to negative pressure resulted in fluid back flowing through the purple connector valve. The connector stem was removed in order to observe the valve. Microscopic observation revealed residual biological material that prevented the valve from shutting; however, it is unknown if the residual material was introduced due to the backflow or due to improper catheter maintenance. The product IFU cautions," caution: the powerpicc solo2¿ catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. Apply a sterile end cap on the catheter hub to prevent contamination when not in use. Use of a needle longer than 1.6 cm may cause damage to the valve. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline. C. Cap catheter. Warning: the fluid level in the catheter will drop if the catheter connector is held above the level of the patient¿s heart and opened to air. To help prevent a drop in the fluid level (allowing air entry) while changing injection caps, hold the connector below the level of the patient¿s heart before removing the injection cap."

Event description:
It was reported that after removing the previous catheter, and placing a new catheter, it was noted the same issue: the valve does not retain blood when the tap is removed. Catheter was removed from the patient, injuries are not reported.